Manufacturer narrative:
The patient did not claim the device was malfunctioning. He only stated that the cushion was too small and that this is what led to the injury. Roho, inc. Made several attempts to contact the patient in order to obtain additional information for this report, however, the patient did not reply. Roho, inc. Has not seen any medical records and can therefore not confirm the claim of injury.

Event description:
Patient contacted roho, inc. By telephone stating he has breakdown on his bottom. Patient also claims that he is confined to his bed because of the breakdown and needs a different cushion. He also contacted our sales rep by text stating he had an open pressure sore on his tailbone and that the skin on his back and rear are scarred from the numerous pressure sores he has received.